Event description:
The oxygen reading would shoot up very high on both probes when the compression cap was tightened. The event required device revision. No injury occurred as a result of the event. Add'l clinical info requested from the reporting facility by e-mail and telephone.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info and the receipt of the device.